Event description:
Patient reported a comparison between their ss meter and a hcp meter was 141 mg/dl (ss) and 111 mg/dl (hcp), respectively. The readings were obtained two hrs apart using the same finger. No symptoms were reported. Pt stated pt did a control solution test and it was within range. The meter was replaced. Lfs rep reviewed proper cleaning procedure and importance of using control solution regularly. No allegations of harm have been made.